Event description:
The patient reported that the alarm was heard continuously at 7 am on the morning on (B)(6) 2013. The patient was home at the time. The patient came into the clinic and a critical alarm was playing continuously (no intervals, just continuously). The pump was interrogated but telemetry would not complete with four different programmers. The following message appeared and then it asked for a pass code: ¿pump in safe state, reset occurred, incompatible version, this pump was programmed by version, cannot determine last version, version in this programmer is b.5¿. The patient presented to the ER with a continuous critical alarm on (B)(6) 2013. Interrogation was attempted by both the healthcare provider (hcp) and medtronic representative using four different 8840 programmers with updated aar software. The hcp received the following prompt from initial interrogation using the 8840: ¿attention: pump in safe state, incomplete version, cannot determine last version, version in this programmer b5, record this information¿. A hard stop reset was instructed and performed, but it was unsuccessful. No telemetry could be completed and the critical alarm continued to sound continuously. The pump was replaced on (B)(6) 2013. The patient¿s status at the time of the report was alive with no injury, and there were no patient symptoms or complications associated with the event. The medication infused was gablofen. The next day it was reported that the pump replacement was performed and everything went well. The pump was still alarming and ¿there was no way to shut it off¿. On (B)(6) 2013 a representative reported that the cause of the alarm was undetermined. The patient went home the same day of surgery and no additional adverse events had been reported to the healthcare provider or representative.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory product ID 8840, serial# unknown; product type programmer, physician product ID 8840, serial# (B)(4); product type programmer, physician product ID 8840, serial# (B)(4); product type programmer, physician product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
Singh, j., john, l., kanter, d. Poster 196:mechanical failure of an intrathecal baclofen pump: a case report. Pm and r. 2015;7(9):s156. Doi: 10.1016/j.pmrj.2015.06.235. Additional information was received from a healthcare provider (hcp) via a literature abstract. The (B)(6) year-old boy with cerebral palsy was brought in to the emergency department (ed) by his parents when his intrathecal baclofen (itb) pump critical alarm sounded. The patient did not appear to be in any distress. The patient remained afebrile with a normal heart rate. Upon examination, the pump site revealed no signs of infection. Abdominal and thoracic spine x-rays were negative for any catheter related issues. The pump was presumed to be in mechanical failure. Due to the possible risk of baclofen withdrawal, oral baclofen was given and neurosurgery was consulted for an emergent replacement. In the operating room, the pump was found to be in good condition with intact tubing. The catheter access port (cap) was found to be patent. After removal of the pump, the circuit board was analyzed under x-ray and an abnormal solder bridge was identified. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed solder bridging of the hybrid. The reported ¿no telemetry¿ and continuous alarming were due to a solder bridge between adjacent solder bumps, xd2 and xd3, on the l334 (u1) ic. Due to the hybrid anomaly found, telemetry could not be performed. The logs could not be acquired and standard performance tests could not be performed. After the hybrid was removed, a reset occurred after which an ir could be acquired. However, an ip was still not possible.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer's representative (rep) indicated that the pump malfunctioned prematurely. The patient's parents said his wheelchair has bluetooth and other circuitry and asked if this could be why two pumps in a row failed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.